Event description:
New information received notes that programming changes were made. The patient was doing well.

Event description:
It was reported that atrial undersensing was observed via remote transmission. The patient was asymptomatic. Programming changes were recommended.